Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 280mg/dl. The customer mentioned that he had low blood glucose the night before, and he did loose consciousness. The customer was not hospitalized, and he was given a glucagon shot. No further information was provided.